Event description:
The guidewire was used with a y endoscope for procedure. The physician snared a stone in the comon bile duct. Attempts to remove the stone were not successful as wire broke about 12 inches from the patient's mouth while the stone was stilled contained within the guidewire basket. The patient required surgery to remove the guidewire as well as the stone. Manufacturer has been informed of the incident. The m.d. Involved willbe contacted by mfg. For information. The basket was opened during surgery for removal of the wire and stone. Attempts had been made to try a conservative approach due to patient's history of medical problems. We will be sending the guidewire to the mfg. For further evaluationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, telemetry failure, unanticipated, guidewire. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.